Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The status of the device is unknown.

Event description:
Patient reported right side rupture. Healthcare professional later reported right side "4 lumps in the lower part of her right breast", "the breast was hot and tender", "folliculitis corresponding to the clinical areas in the lower central right breast", "skin cyst", "cyst that had discharged", "right breast implant is much softer compared to the left and clinically this raises suspicion of rupture", "ultrasound scan of the right breast confirms extra capsular rupture", and "very noticeable enlarged". Right side rupture was confirmed intraoperatively. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "fluid discharge" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Additional, changed, and/or corrected data: a4, b3, b5, b6, d6b, g2, h6, h11.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, b5, d1, d2, d4, d6a, g4, h4.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h.6. Visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule: unable to observe as it is not related to the manufacturing process. Inflammation/irritation: unable to observe as it is not related to the manufacturing process. Edema: unable to observe as it is not related to the manufacturing process. Drainage: unable to observe as it is not related to the manufacturing process. Cyst: unable to observe as it is not related to the manufacturing process. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side device rupture. Subsequently, physician reported lumps in the lower part of the right breast and a skin cyst that has discharged as well as extracapsular rupture and folliculitis diagnosed by ultrasound. Additionally, patient reported that breast was hot and tender and it is noticeable enlarged. The device has been explanted and replaced with another manufacturer's device.